Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber passed functional testing for saline flow and connector segment verification. The hene (helium-neon) functional test found no breaks along the fiber length. There were no functional or visual failures noted with the fiber. Functional testing concluded that the firing output rate was below the threshold for potential patient harm, therefore, the complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing. The device history record (DHR) review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. There was no evidence that the device was not used in accordance with the IFU. A risk review was completed and confirmed that the event of fiber forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the investigation results, an investigation conclusion code of device problem excluded was assigned to this investigation since the investigation findings clearly confirm that there was no problem with the device.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the beam of the fiber began forward firing after approximately 27.11 minutes and 215,028 joules of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. According to the device instructions for use (IFU): caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the beam of the fiber began forward firing after approximately 27.11 minutes and 215, 028 joules of use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the beam of the fiber began forward firing after approximately 27.11 minutes and 215,028 joules of use. The procedure was completed using another fiber without patient complications.